Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user field was in default mode. A field service engineer verified that the station was showing as online. A technical support specialist (tss) found that the user was not assigned to role and advised the customer to contact the local pyxis admin to get the access setup to view patient in the assigned area. Tss followed with the customer via email but there was no response from the customer and proceeded to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the patient information could not be accessed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.